Manufacturer narrative:
(B)(4). Results: (cva/stroke and death). Conclusions: no conclusion can be drawn.

Event description:
The patient had one endeavor sprint otw stent implanted in the first obtuse marginal. Approximately (B)(6) from the index procedure, the patient was found to be unresponsive at home and had suffered from acute respiratory failure and a large cerebral hemorrhage. The patient was placed under mechanical ventilation and it was discovered that he had suffered from aspiration pneumonia. Approximately (B)(6) from the index procedure, patient death occurred. Cause of death was reported to be due to intracerebral haemorrhage with contributing causes of aspiration pneumonia and underlying ischemic coronary heart disease with atrial fibrillation and anti-coagulation. It was deemed that the cerebral hemorrhage was not related to the study device/procedure but was related to the study drug.